Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 needle 25x1 rb experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 305125 batch no.: 8331535. The photos on the box show needle to be 25gx1. Individual packaging show them to be as 25g 5/8 but in fact they are 1 inch.

Manufacturer narrative:
H.6. Investigation: 8 samples were received in a shelf box. The shelf box is for a 305125 (25 x 1) and the label has the lot# 8331535. The samples have the top web as 305122 (25 x 5/8) with the lot# 8331535. The photos provided show the shelf box and the packaging blisters top and bottom showing the issue. It could have happened during multivac packaging. During the production of this batch a roll of top web was replaced with an incorrect roll by a manufacturing associate. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 100 needle 25x1 rb experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 305125, batch no.: 8331535. The photos on the box show needle to be 25gx1. Individual packaging show them to be as 25g 5/8 but in fact they are 1 inch.